Event description:
Customer called to advise that the insulin pump had no audible tones. A self-test was performed on the insulin pump and several no delivery alarms were found.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.